Event description:
It was reported that during an unk procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.